Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that before a routine check, the cardiosave intra-aortic balloon pump (iabp) doppler probe was not picking up a blood flow signal. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g3, g6, h2, h3, h4, h6, h10. A getinge service representative reported that the doppler is a separate loose device, which has been replaced, and the problem has been solved. The iabp was not defective and is working fine.

Event description:
It was reported that before a routine check, the cardiosave intra-aortic balloon pump (iabp) doppler probe was not picking up a blood flow signal. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before a routine check, the cardiosave intra-aortic balloon pump (iabp) doppler probe was not picking up a blood flow signal. There was no patient involvement, and no adverse event reported.